Manufacturer narrative:
The facility did not retain the device and could not provide a lot number for the device. Therefore, neither an investigation of the device or the lot history record can be conducted. The manufacturer attempted to contact the physician three (3) times for additional details since the incident was reported and has not yet been successful. Once the physician has been interviewed, a follow-up report will be filed. This is an initial report.

Event description:
Pt required return to operating room after completion of surgical case due to post-op bleed after an adenoidectomy procedure. Physician reported that pt had post-op bleed of 500ml before the issue was resolved.